Manufacturer narrative:
Additional method codes: 4110 trend analysis. This report is being filed to provide additional information in d.4, d.10, f.7, f.9, f.10, f.13,h.3, h.4, h.6 and h.10. Investigation: one set of blood bags with the donation bag, red cell storage bag, plasma bag and leukoreduction filter from the collection set was returned for evaluation. The fluid was removed from the plasma bag and placed into a conical tube. Centrifugation was performed at 3000 xg at 4 "degrees" c for 10 minutes. The concentration of free hemoglobin post filtration in the plasma of the sample was determined to be 200 mg/dl. The manufacturing records, test records, and inspection records were reviewed for abnormalities and none were found. The records regarding the particulate removal rates of the filter membranes and manufactured drug solution density were reviewed. The product concerned was weighed for the entire quantity after sterilization as well as after individual packaging to control the volume of blood preservative solution. All conformed to established specification. Shipping testing was performed on the reserve samples from the reported lot number,including the check of particulate removal rates, cationization levels, and average cationization levels (minimum and maximum), the measurement of solution concentration and volume, and a visual inspection are performed on the product concerned as sampling testing. Therefore,each testing and inspection record of the reported lot number was reviewed and it was confirmed that there were no anomalies in all shipping testing items including foreign matters. The product conformed to the standards. Three sets of retained samples of the reported lot number were visually examined. One set was used to measure the solution volume, one was used for the quantitative test. The solution volume and solution composition were tested with no abnormalities noted. All product conformed to the established specification. The reported lot number was evaluated and it was determined that the same incident associated with this event had not been reported by other medical institutes as of april 4,2019. Root cause: per investigation results only imuflex products that have conformed to the in¬house standards are released. The reported event may have occurred by a combination of the following common factors of hemolysis in blood products. Characteristics of blood: if red blood cells are fragile due to blood properties of a donor, there isa possibility of a hemolyzed blood product. Bacterial contamination: a blood product is likely to be hemolyzed if the blood is contaminated with bacteria containing hemolysin. Excessively cooling: blood is gradually congealed and eventually hemolyzed when it is cooled below -3°c. There is a possibility of a hemolyzed blood product due to this factor if a blood bag is locally cooled in the refrigerator. Filter clogging: filtration time is extended because the filter is likely to clog, and furthermore, when red blood cells flow through such a filter, a physical stress on the red blood cells may cause a hemolyzed blood product.

Manufacturer narrative:
Lot number, manufacture date and expiry are not available at this time.terumo bct, inc. (Importer) is submitting this report on behalf of fujinomiya factory of terumocorp., (manufacturer). Exemption number: e2015056.investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that post filtration, they had a unit of plasma derived from whole blood with a red tinge they believe is due to hemolysis. No testing was performed to confirm hemolysis. Unit ID: (B)(6). There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore no patient information is reasonably known at the time of the event. Terumo bct is awaiting return of the whole blood collection set for evaluation.